Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a system error 2240 alarm that was caused by the patient connecting themselves and initiating therapy prior to properly priming the patient line extension set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) alarm on the homechoice (hc) device. At the time of the alarm, the patient was connected for dwell 3 of 6 of peritoneal dialysis (pd) therapy. During troubleshooting, it was noted that the patient had connected their extension set after priming the patient line. It was unknown how the patient completed therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.